Manufacturer narrative:
Customer complained about having blank display/moisture damage on (B)(6) 2021. The thus download was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the device trace download. Device received with pump error 38 alarm during rewinding. Unable to perform displacement test due to pump error 38 alarm. Device had high sleep current. Corroded battery tube found during visual inspection. No blank display noted after battery insertion. No cosmetic damage on the insulin pump case noted and the p-cap locks properly into place. Device was cut opened, inspected and tested. Moisture damage found all over the place on the electronic assembly, motor assembly and force sensor assembly. Replaces a test motor and redo the rewind test. Test motor passed the rewind test and no pump error 38 alarm noted. Replaces a test electrical board 1 and retest the sleep current measurement. The sleep current measured at (.626 milivolts) which is within the specific range or passed the test. In conclusion, pump error 38 alarm and high sleep current due to moisture damage. No blank display noted during testing. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed blank display. The insulin pump was exposed to moisture. The troubleshooting was performed. The display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.